Event description:
It was reported that the video system center displayed a scope communication error (b30). The event occurred during a colonoscopy procedure while the patient was under sedation, and the device was inside the patient. The procedure was completed after a brief delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was advised to clean the gold contacts in the connector and asked whether they tried clearing the error or power cycling the tower between changing the scopes. The customer was requested to use a different scope and instructed to take picture using switch 4 and the error message disappeared. However, upon using the original scope, the error came back up again and it was then presumed that the scope was damaged and likely the cause of the malfunction. The customer was therefore requested to send the scope for repair. The customer informed tac of the scope communication error(b30). The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.